Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months. Through follow-up with the health-care provider, it was learned that the patient had prosthetic aortic valve endocarditis with sepsis. Per the operative report, the surgeon has difficult problems with getting a foley catheter in the patient prior to his aortic valve replacement on (B)(6) 2011. They were eventually successful with their attempts; however, they spent at least an hour dilating the bladder neck until they could get the catheter in. Post-op, the patient started having a lot of urinary retention symptoms, bladder out problems, and was treated for that. He began having positive blood cultures and was treated. Apparently, tees did not show any perivalvular leak but he was treated for recurrent blood cultures. He was finally admitted with the diagnosis of endocarditis. Tee showed vegetations on the aortic valve and possible some vegetations in the left atrium of the mitral valve. Upon removal of the aortic valve, it was easily pulled out of the annulus without having to cut out any sutures. The patient's tissue was infected. The entire aortic annulus was noted to be pretty much destroyed. The anterior leaflet of the mitral valve had also dehisced basically after the valve was removed from its annulus. The fibrous trigone was infected as well. A portion of probably a third of the anterior leaflet of the mitral valve was also cut out. Tissue was also cut out below where normally the left coronary leaflet would be of the annulus. This extended down to the left atrium. There, there was a large hole here. The left ventricular outflow track was then debrided. This area was repaired utilizing a patch. A biological valve conduit was placed and did seat nicely. After implanting the valve, there was some bleeding from the pulmonary artery where the crossclamp was. It appeared that it had torn some of the pulmonary artery right next to the aorta. This was repaired with pledgeted sutures. Upon attempting to wean the patient off bypass, the left heart was beating but the right heart just had poor contractility. The decided to perform a dissection proximally up on the heart on the right ventricle down towards the right coronary ostia where it had been oversewn. They found actually the right coronary artery proximally which was a very small vessel, probably really no more than almost a millimeter, very fragile. They took a piece of saphenous vein from the right thigh and then sewed this piece into the right coronary artery just distal to the coronary ostia that had been oversewn. The surgeon then hooked it up to a perfusion cannula and then reperfused the right ventricle through this graft. This was done for quite some time. A femoral artery cannula was placed into the right femoral artery and then they tried to come off pump multiple times but still the right ventricular activity would not sustain being off pump. There was no obvious bleeding sites; the main issue was the right ventricular activity. They attempted to come off pump for quite some time and then started having ventricular tachycardia and ventricular fibrillation. After a long operation and a crossclamp time of 269 minutes, they felt that this patient's right ventricle would not work and they could not place a balloon pump since they could not cannulate the femoral arteries before because of the tortuosity and disease of the vessels. They decided that there was no hope for this patient and he was pronounced dead in the operating room.

Manufacturer narrative:
Vegetations. Device not returned. Unfortunately, the subject valve was not returned for analysis; therefore, the source of the reported endocarditis could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In this case, the information provided suggests that the infection most likely stemmed from the patient's foley catheter. The patient tested positive blood cultures after showing symptoms for urinary retention problems. No further actions are possible with the available information.